Event description:
The customer stated the architect (B)(6) control shifted up. The customer was not following the guidelines in the (B)(6) product correction letter. The customer was trained on the importance of following the recommended corrections. There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Evaluation results: cross contamination was identified as a potential cause. Conclusion: insufficient active antigen is being coated on the microparticle with the current microparticle manufacturing process. Architect (B)(6), list number 6l21-25 is the focus of a product correction, reported under 2623532-1/4/10-001-c. This report is being filed for the international product, architect (B)(6), (B)(4). Elevated or out of range high (B)(6) control results and/or elevated grayzone / reactive results may be observed for the architect (B)(6) assay, (B)(4), when it is run on the same module with the architect (B)(6), list number 7c18. This issue has the possibility to occur when the architect (B)(6) assay precedes the architect (B)(6) assay during testing. Additionally, there is the potential to generate elevated results even when architect (B)(6) is not run on the same module. The investigation identified the cause as a reduced potency of the (B)(6) antigen which is coated on the microparticle component of the assay. This leads to lower ical rlu values and elevated signal from negative samples, which in turn has the potential to cause increased (B)(4) results, increased susceptibility to reagent cross contamination (e.g. Architect (B)(6)), and / or increased impact of naturally occurring test system variability on final test results. Control measures include raw material qualification and implementation of manufacturing controls for calibrator rlu values. Current modes of control were communicated to architect (B)(6) customers through product correction letter fa24feb2010 and will remain in effect until corrective actions to address the reduced potency of the (B)(6) antigen have been implemented.